Event description:
The following information was provided: a patient who previously underwent left total hip replacement surgery with implantation of an exeter® v40¿ cemented femoral stem with severe left hip and thigh pain and inability to bear weight. Clinical and radiological evaluation revealed a fracture of the implanted femoral stem with an associated periprosthetic femoral fracture. The patient subsequently underwent revision total hip replacement surgery, during which the fractured femoral stem was explanted and management for associated infection was performed, as per treating physician records.